Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: allergic symptoms. Time of symptoms/ae: one month post vessel closure. It was reported that approximately one month post arteriotomy closure of the femoral artery using the starclose se device, after a stenting procedure of the iliac artery, the patient developed red areas on the legs and face. Etiology of the symptoms is unknown. Reportedly, it is currently unknown if the patient has a history of nickel or titanium allergies. The patient was treated with cortisone and the symptoms improved but did not resolve. Though requested, no additional information has been provided.